Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused a leak during wear. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the cannula that was confirmed to have caused a leak during wear. The device was originally reported for insulin leaking during wear.